Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient the they experienced fatigue and felt "like the implantable pulse generator (ipg) shifted to edge of chest towards left arm and felt like something jagging me" and "something was irregular." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.